Event description:
It was reported that the user experienced high blood glucose after an infusion set change when the infusion set tubing was not properly connected to the body, and the agent provided step-by-step education to complete a correct supply change for the ilet system using an infusion set and cartridge. Symptoms included hyperglycemia. Outcomes included no reported injury beyond the elevated glucose reading and resolution guidance via user education. Investigation included user interview and troubleshooting. Investigation of this case revealed an infusion set deployment or connector attachment error consistent with incorrect setup. It was concluded that the event resulted from user setup error of the infusion set connection, and the device functioned as designed once the user was properly guided.